Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in 7 ha at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had not been zeroed prior to placing the pt on the bed. Per the hill-rom user manual: zeroing the scale: the bed must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. To activate 1) press the enable control. 2) press and hold the zero control until 00.0 is shown (hold will be displayed until 00.0 is displayed), and then release the control. Note: after releasing the zero control, the scale display will show "calc." Do not touch the bed until the display stops flashing "calc." And shows "0.0." The maximum displayed weight of 500 lbs (227 kg) will be reduced if more than 20 lb (9 kg) of equipment is zeroed on the bed. If 50 lb (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 lb (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. The technician also inserviced the account staff on how to properly zero the bed scale prior to placing the pt on the bed. Based on this info, no further action is required.